Event description:
A customer obtained low biased bncg results for control fluids on their ec1 analyzer after having preventive maintenance performed. No biased results were reported. Biased results might lead to inappropriate physician action. There was no report of pt harm as a result of this event.